Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her child's insulin pump display is blank and has a black splotch that looks like a mountain on it. The display is unable to revert to a clear display. Customer does not recall any significant events leading to the error. Child's blood glucose was 121 mg/dl at the time of incident. Troubleshooting was done for display but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.